Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient did no receive pain relief from the superion indirect decompression system implant device. It was confirmed with imaging that the device migrated and was a/p displacement. The patient underwent a revision procedure in which the device was replaced and is doing well post operatively. The device is not being returned for analysis as it was retained by the patient.